Manufacturer narrative:
(B)(4).

Event description:
On (B)(6) 2017 the lay user/patient contacted lifescan (lfs) alleging that her onetouch verioflex meter was reading inaccurately high compared to her feelings and/or usual results. The complaint was classified based on the customer service representative (csr) documentation as the patient refused to have any further follow-up by medical surveillance. The patient stated that the alleged issue began at an unspecified time on either (B)(6) 2017 when she obtained a blood glucose result of 345mg/dl using the subject device. Meter to feelings/normal results comparisons do not meet the criteria necessary for lfs to determine an inaccuracy. The patient manages her diabetes using insulin (self-adjusts) and reportedly increased her insulin dose by an additional 4 or 5 units in response to the alleged issue. The patient claimed that she experienced symptoms of disorientation, shaky hands, sweat and coma approximately 5 minutes after the alleged issue began, and stated that her husband called the emergency services (ems) to their home. The patient confirmed that her blood glucose was measured using the ems with a reading of 23mg/dl, however she was unable to detail what hcp treatment had been provided in response to the reported event, due to her being passed out. At the time of troubleshooting, the csr confirmed that the test strips had been stored correctly and were within expiry. The csr identified that the meter was not set with the correct unit of measure and the patient confirmed that the unit of measure had recently been changed. Additionally, the csr noted that the patient did not have any control solution. The subject device was requested back for investigation and replacement products have been sent to the patient. This complaint is being reported because the patient reportedly developed symptoms suggestive of a serious injury adverse event after taking an increased dose of insulin based on alleged inaccurate high results obtained with the subject meter, and subsequently received hcp from the emergency services.